Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had undergone back surgery and the monitor showed asystole. The caller reported the patient's pulse was good and pacing was observed. The caller thinks the device is likely functioning appropriately but requested a representative to interrogate the device. No adverse patient effects were reported.